Event description:
Unomedical reference number (B)(4). Event occurred in czech republic. On (B)(6) 2022, it was reported that while the patient was sleeping, the infusion set's tubing broke into half. The site location was left side of patient's buttock and the pump was on the belt. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.